Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a remote device check that the patient's right ventricular (rv) lead exhibited elevated capture threshold. The rv lead is being monitored. The patient was in stable condition.